Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was extremely thin, and his clik anchors were too superficial and were causing discomfort. The patient underwent a revision procedure wherein the anchors were buried deeper. The patient was doing well postoperatively.